Event description:
In 2008, the pt reported she has had elevated blood glucose readings up to 560 mg/dl for the last couple of weeks with her normal range being 120-180 mg/dl. Symptoms are thirst and fatigue, and she treats her readings by bolusing insulin and setting a temporary basal rate increase of 30% on her insulin infusion device. To troubleshoot, the time, date, and daily insulin totals on the pt's insulin infusion device were checked and confirmed to be accurate. She stated she does have some scar tissue and the effect of scar tissue and insulin absorption was discussed with the pt. Troubleshooting did not find any product issues. On follow up with the pt on two days later, she stated she raised her basal rates and changed her bolus correction factor and she is not doing much better. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.